Event description:
Baxter (B)(4) received a report that an infusor appeared "cloudy and opaque". This device was filled with a solution of 8000 mg of flucloxacillin in 0.9% saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 240 ml of fluid inside the reservoir. The reported condition of a "cloudy and opaque" infusor was confirmed. Visual examination of the unit noted that the fluid inside of the reservoir was cloudy/opaque. The root cause was determined to be excessive white drug precipitate in the fluid inside of the reservoir. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.